Manufacturer narrative:
The lot/serial number and manufacturing location are unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw blade device had a "power loss problem" while in use with the handpiece device. According to the report, the saw blade device was vibrating but stopped when it touched the bone. It was reported that there was no delay in the procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the there was no alleged malfunction against this device. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.